Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information indicates the scs patient underwent an explant procedure due to charging difficulties. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device was disposed of and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
The device sc-1232 serial number (B)(6), was not returned to boston scientific for analysis. However, a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on the available information, a product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, difficulties charging the ipg is noted within the IFU as a potential risk associated with the use of the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: unable to exclude device problem. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information indicates the scs patient underwent an explant procedure due to charging difficulties. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device was disposed of and will not be returned.